Event description:
Per maude event report ((B)(4)) submitted by pt. The pt stated initially she thought she was having ¿redo¿ of a right inguinal hernia repair which was successfully fixed in 2008. She then began to experience increasing pain in her right groin, radiating to her right labia but also experienced a shooting pain down her front right thigh. She went to the operating room in 2011 and she was found to have an obturator hernia, with a peritoneal sac containing fluid in her right thigh. The surgeon used c-qur mesh, coated with omega-3 fish oil to repair the hernia. She stated she never recovered from the surgery and has experienced increasing burning and shooting pain, first on the right side and then on the left side. She was taken back to operating room where the surgeon removed all of the atrium c-qur mesh, feeling that she was having a reaction to the mesh. She also stated that the mesh was floating freely in her abd/pelvic cavity and had become enmeshed in her appendix necessitating an appendectomy. Her last surgery was in (B)(6) 2011. She developed adhesions in the abd/pelvic and inguinal area, with only sutures left to repair her hernias.